Manufacturer narrative:
Complaint conclusion: as reported, when attempting to deploy the seal on four 6f exoseal vascular closure devices (vcds), the deployment button malfunctioned. It remained unresponsive and failed to engage, preventing the seal form being released as intended. The indicator window struggled to turn completely solid black, which is suspected to be the reason why the deploy button did not respond or activate. When depression of the button was attempted, it was completely stuck and would not press down to deploy the seal. The indicator window did not show solid black at this time, and there were instances where the indicator window did not turn solid black during retraction. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The patient's bmi was smaller than 40. The physician had achieved certification on the use of exoseal vcd and had used it for the last 12 years. There were no visible signs of device/package damage prior to use. The cordis sheath was used, but the lot number is not known. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was equal to but not greater than 5mm. The puncture site did not have visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The indicator window did not show any red color during retraction. Excess force was needed to fully depress the button, but it still did not deploy. Six exoseal vascular closure devices (1 non-sterile, 5 sterile) 6f involved in the reported complaint were returned for investigation, with the sterile units received inside sealed pouch bags. Visual inspection of the five sterile units showed that the deployment levers were received not depressed, the guards were not locked, the plugs were in manufacturing position, and the indicator wires were not deployed. No catheter sheath introducer (csi) was returned with these units. In contrast, the non-sterile unit was received with the deployment lever not depressed, the guard locked, the plug in manufacturing position, and the indicator wire deployed. A non-cordis catheter sheath introducer was returned inserted on this unit. Finally, it was observed that the indicator window was received in the black/white position across all units. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed on all six units. For the five sterile units, the indicator wire was deployed, followed by full depression of the deployment lever, which resulted in plug deployment, wire retraction, and the expected transition of the indicator window from black/black to black/white and red. For the non-sterile unit, which was received with the indicator wire already deployed and the guard already locked, the simulation was initiated by pulling the indicator wire, followed by full depression of the deployment lever. This achieved the complete deployment of the plug, wire retraction, and the corresponding change in indicator window position. The guard locking simulation could not be performed on the non-sterile unit due to its pre-locked condition. A high magnification evaluation was executed to evaluate the internal mechanisms of the received units. The five sterile units and the non-sterile unit were reviewed independently, and no abnormal conditions were observed to be reported in any of them. The reported event of ¿indicator window no change to indicator ¿ was not observed through analysis of the returned devices since functional analysis demonstrated that the window was able to transition through all stages. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, an antegrade approach was reported. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when attempting to deploy the seal on four 6f exoseal vascular closure devices (vcds), the deployment button malfunctioned. It remained unresponsive and failed to engage, preventing the seal form being released as intended. The indicator window struggled to turn completely solid black, which is suspected to be the reason why the deploy button did not respond or activate. When depression of the button was attempted, it was completely stuck and would not press down to deploy the seal. The indicator window did not show solid black at this time, and there were instances where the indicator window did not turn solid black during retraction. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The patient's bmi was smaller than 40. The physician had achieved certification on the use of exoseal vcd and had used it for the last 12 years. There were no visible signs of device/package damage prior to use. The cordis sheath was used, but the lot number is not known. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was equal to but not greater than 5mm. The puncture site did not have visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The indicator window did not show any red color during retraction. Excess force was needed to fully depress the button, but it still did not deploy. One box of 10 units were opened, four units failed & only one faulty is available for return; the remaining six were unopened and returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Corrected information: removed component code of 788 - device deployer and 2983 - mechanical jam.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.